Event description:
Report alleges that on 7/25/89 pt had bilateral marked capsular contracture; therefore, she had a capsulectomy and replacement of implants. Report also alleges the larger implant should have gone into the left side. The left breast was smaller due to loss of tissue and muscle from foreign body reaction.